Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not displaying the flow or tidal volume reading. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not displaying the flow or tidal volume reading. During troubleshooting, an air flow accuracy was performed. It was reported that the flow was set to 1 standard liter per minute (slpm), and the readout was 0.6 slpm; the analyzer reading was 120. The rse advised the customer to replace the flow sensor assembly, the customer was also provided with the part number for replacement. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 05nov2024, 20nov2024, and 27nov2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.